Event description:
The customer reported that when the device was activated over tissue for a second seal it didn't seal properly. Additionally the knife blade wouldn't function and stayed stuck inside device. No other information is available from the hospital staff. There was no patient injury. There was no extension of the surgery time by more than 30 min. Or re-operation necessary. There was no blood loss of more than 500cc. There was no extension of the incision.

Manufacturer narrative:
(B)(4). One used lf1544 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found eschar between the jaws and in the blade slot. The customer reported that when activated over tissue for second seal it didn't seal properly. The knife blade also wouldn't function and stayed stuck inside device. The reported condition was confirmed. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The trigger could not be advanced without forcing the blade. Inspection noted eschar in the knife track. After cleaning, the blade moved along the track smoothly and the blade retracted to home position without assistance when the latch was released. The customer is advised to push forward on the handle to release the latch. This will open the jaws and the blade will retract to home position. The investigation identified the root cause of the reported event to be the user infrequently cleaning the jaws. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.